Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an electrogram with a non-sustained sinus tachycardia at 141 beats per minute for which therapy was inhibited per programming. Another episode occured one minute later for which antitachycardia pacing was delivered. The rate accelerated into the tachy zone and a shock was administered. Noise was present on the shock channel. Lead measurements were normal and stable.